Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: brazil. It was reported that the thread broke.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there is one previous complaint of this code-batch. We manufactured and distributed in the market 3,096 units of this code-batch. There are no units in our stock. We have received one open sample with a piece of broken thread that seems unused. The thread measures approximately 15 cm. The other part of the thread is missing. This defect could be caused by the automatic wound machine during manufacturing process. Probably, the thread was caught in the automatic winding machine when putting the suture in the support cardboard and that the thread broke. Remarks: we will inform the personnel involved about this incidence. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.